Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Evaluation did not reproduce the reported symptom. The reported condition was verified. The device was found out of specification in relation to the reported system error 322 alarms which were verified through a review of the event history log and found to be caused by a failed input/output printed circuit board (I/o pcb). The I/o pcb was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 322 (link switch error (low)) alarm. There was no patient involvement. No additional information is available.